Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displays user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of ua07 was due to defective load cells, likely attributed to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in june 2018 and is over 7 years old. The additional reported issues of frayed head restraint wire(s) and faded serial number on the worn UDI label were also confirmed during visual inspection. The head restraint wire on the left side of the top cover was heavily frayed. The observed physical damages are attributed to user mishandling. The cut head restraint wires do not impact the functionality of the autopulse platform. The top cover and UDI label need to be replaced to remedy the problems. Reviewing archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large), confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that both load cells were over-reporting and needed to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6) displays user advisory 07 (discrepancy between load 1 and load 2 too large). Additionally, head restraint wires are frayed, and the serial number on the UDI label is worn out and faded. No patient involvement.